Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 680 mg/dl. It was stated that the cannula may have been kinked. The customer did not get a no delivery alarm, and had no supplies to conduct the high pressure test. It was stated that the customer may need a different infusion set for her body type. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.